Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018; 5867-3m adaptor, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted as the patient had a wound in the pocket and there was a systemic infection. An epicardial single chamber device and right ventricular (rv) lead were implanted. No further patient complications have been reported as a result of this event.